Event description:
It was reported, the patient was not having their expected results. The patient was reported to not having had benefits, and only seemed to be having less motor skills and slurred speech as a result of surgery. It was noted the patient¿s tremors continued with no improvement. The reporter was seeking a health care professional for assistance. It was later reported reprogramming was performed on (B)(6) 2013. No patient outcome was provided.

Manufacturer narrative:
Product ID 3387s-40 lot# va04d62, implanted: 2012 (B)(6), product type lead product ID 3387s-40 lot# va048wb, implanted: 2012 (B)(6), product type lead product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 37603 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator. (B)(4).